Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros troponin I es lot 2010 performance issue is not a likely contributor to the events. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros troponin I es reagent lot 2010 at, or below the url concentration of 0.034 ng/ml, cannot be determined and a reagent issue could not be entirely ruled out. The customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation, so pre-analytical sample handling could not be ruled out as contributing to the events. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from a single patient sample (troponin I = 0.144 ng/ml vs. Expected result of <0.012 ng/ml) using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I result was not reported from the laboratory and there is no allegation of patient harm as a result of the event. (B)(4).